Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument grip cable was broken at the distal idlers. The cable segment stuck out at the wrist. The other cables at the wrist were intact and undamaged. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non- conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. This case is being reported due to a broken grip cable which resulted in a cable fragment falling into the patient. As per the information obtained from the surgeon, the cable fragment was immediately retrieved and no fragments were missing from the returned instrument.

Event description:
It was reported that during a da vinci rectopexy procedure, the large suturecut needle driver instrument was properly introduced and was recognized by the system; however, in the middle of the operation, the cable at the instrument's tip was torn. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. On (B)(4) 2015, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The initial reporter confirmed that a cable fragment had fallen into the patient and was retrieved, but advised to contact the surgeon directly for confirmation. The surgeon was then contacted and stated that the cable fragment was well visible and immediately removed. Later, an x-ray was performed for a different reason, which confirmed there was no fragment. The surgeon confirmed that no injury and no adverse event had occurred. The surgeon denied any instrument collisions.